Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch lancing device holder was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 2:30pm. The patient reported taking no diabetes medications to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 minutes after the issue occurred she developed symptoms of feeling "shaky." The patient reported on (B)(6) 2013 at approximately 2:30pm, she had something more to eat or drink than usual. At the time of troubleshooting, the cca confirmed the lancing device had been in use for 1-2 year and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported, due to the alleged issue, she was unable to test, therefore developed symptoms suggestive of hypoglycemia and required treatment to prevent further injury.